Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is company representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2019, during surgery, the surgeon was using the transbuccal drill guide with tip. The tip broke off as the surgeon was inserting it into the transbuccal instruments. The tip was retrieved and discarded. The guide is still in the set but unuseable. No fragments were generated. The procedure was successfully completed without delay. Concomitant device reported: unknown transbuccal guide(part#unknown, lot#unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) drill-sleeve-insert 1.5/2 f/397.422 this is report 1 of 1 for (B)(4).